Event description:
It was reported that the ventilator would cycle to the high pressure alarm setting then stop ventilating the pt with an audible alarm. This happened multiple times both on the pt and with a test lung. No pt harm reported.